Manufacturer narrative:
The results of this investigation concluded leaflets 1 and 3 were torn. There was a microcalcification in leaflet 1. No acute inflammation was present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tears and calcification were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, an aortic valve replacement (avr) was performed due to aortic stenosis caused by calcification and regurgitation. This 19 mm trifecta valve was implanted utilizing non-everting mattress sutures with pledgets. At the beginning of 2017, the patient became symptomatic and an echo revealed aortic regurgitation. On (B)(6) 2017, re-do avr was performed due to structural valve deterioration (svd). Upon explant of this valve, a large tear was observed from the top of the stent post toward the nadir of the non-coronary cusp (ncc) from the top of the stent post shared with the right coronary cusp (rcc). Furthermore, pannus was formed on both the inflow and outflow side, which extended less than 2 mm in width at the base of the cusps, between the ncc and the halfway of left coronary cusp (lcc). A 16 mm non-sjm mechanical heart valve (ats open pivot bileaflet heart valve/medtronic) was implanted. Postoperatively, the patient has been in stable condition.